Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized due to hyperglycemia on (B)(6) 2018. The customer blood glucose level was 446 mg/dl at the time of incidence and current blood glucose value was 100mg/dl. Customer also reported that reservoir was leak where the o ring was located. Customer stated the reservoir was leak in past second o ring. Advised customer that they will need to replace infusion set tubing after high performance test was performed. Advised customer to remove the infusion set from their body and assisted with performing the high performance test and test was passed. Customer stated there was not an air bubble in the reservoir. Advised customer they would like to return the reservoir for analysis. The customer was treated with intravenous fluid and regular insulin for high blood glucose value. The customer stated that the symptoms related to high blood glucose such as nausea. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer does not allege pump was under delivering. Customer stated the auto mode feature was active and it was adjusting to the high blood glucose. The insulin pump will not be returned for analysis and reservoir will be returned for analysis..